Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. A 33/7/2/65 equalizer¿ balloon catheter was advanced for dilatation in an unspecified lesion. However, the balloon burst during inflation and the balloon detached during withdrawal. The balloon was retrieved from the patient inside the sheath. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: during the visual inspection it was found the balloon was detached from the catheter (the detached balloon was returned). The received balloon showed it was separated from the catheter in the distal and proximal section of it; the body of the balloon did not show damages. Besides, it was found the catheter of the device was kinked close to the distal end of the bifurcation. The ro markers did not showed abnormalities. The bonds of the balloon were inspected and they looked intact and continuous. No more damages were found in the device. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. A 33/7/2/65 equalizer balloon catheter was advanced for dilatation in an unspecified lesion. However, the balloon burst during inflation and the balloon detached during withdrawal. The balloon was retrieved from the patient inside the sheath. No patient complications were reported and the patient's status was fine.